Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a decanav electrophysiology catheter. The patient had a pre-existing effusion prior to the procedure that was noted by intracardiac echo (ice) around the left ventricle, they did not check elsewhere around the heart for effusion. During the case, prior to transseptal puncture and during mapping was being done with an ice catheter (unknown) and a decanav electrophysiology catheter, cardiac tamponade was confirmed by ice. No ablations had been performed at that time. Pericardiocentesis was done to drain 100cc of fluid from the pericardium. The patient was reported in stable condition. There¿s no report of prolonged hospitalization. No bwi product malfunctions were reported. The device evaluation was completed on 6/15/2021. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the decanav catheter. Per the event, several tests were performed. During the carto 3 test no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/18/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a decanav electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient had a pre-existing effusion prior to the procedure that was noted by intracardiac echo (ice) around the left ventricle, they did not check elsewhere around the heart for effusion. During the case, prior to transseptal puncture and during mapping was being done with an ice catheter (unknown) and a decanav electrophysiology catheter, cardiac tamponade was confirmed by ice. No ablations had been performed at that time. Pericardiocentesis was done to drain 100cc of fluid from the pericardium. The patient was reported in stable condition. There¿s no report of prolonged hospitalization. Physician believed the effusion was not caused by mapping and was a patient¿s pre-existing condition. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, it is known that the patient had a pre-existing pericardial effusion; however, since the effusion had to be drained after mapping was already performed with the decanav electrophysiology catheter, it cannot be excluded as the effusion grew in size during mapping with this bwi product. Therefore, it was assessed to conservatively report the event under the decanav electrophysiology catheter.